Event description:
It was reported that allegedly patients are feeling an electric shock from the device. Medical intervention was not reported.

Event description:
It was reported that allegedly patients are feeling an electric shock from the device. Medical intervention was not reported.

Manufacturer narrative:
It was reported to stryker that patients are feeling an "electric shock" from the ma1200-pm blower. It was later clarified that the patient experienced a static shock during use with the ma3320-pm blankets. It was determined that the mistral air blower reported in the complaint is a concomitant product to the blanket. The patient was not adversely affected and no clinically relevant delay in treatment was reported.